Event description:
Hill-rom received a report from a hill-rom technician stating the beds nurse call was not working. The bed was located in the basement area of the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The hill-rom technician found the side communication cable assembly cut. The versacare sidecom cable was bent so the customer intentionally cut the cable to bypass it. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable assembly to resolve the issue. Based on this information, no further action is required.